Manufacturer narrative:
The device was serviced by a third-party service center. During the evaluation, a power cord burn was found. The power cord, manifold, and sieve kit were replaced; however, the report does not provide sufficient details about the specific issues encountered or the circumstances leading to the replacements. There was no serious patient harm or injury, and the patient required no medical intervention. Mandatory section and code grid sections was updated/corrected.

Event description:
The manufacturer received a work order reporting that the everflo device to power cord burn. The manufacturer received information that the power cord, manifold, and sieve kit were replaced, but does not provide sufficient details about the specific issues encountered or the circumstances leading to the replacements. There was no serious patient harm or injury. The patient required no medical intervention. At this time, no medical intervention has been reported, and no further investigation can be performed. If any additional information is received, a follow-up report will be filed